Event description:
It was reported that, during a shoulder arthroscopy, prof. (B)(6) found out that the accupass' monofilaments are hard to pull out after opening. It is increasingly more difficult to pull out the monofilament through the wheels with repeated use. The procedure was completed using a competitor device from conmed. There was a delay greater than 30 minutes. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported 45 degree curved right accu-pass suture shuttle, intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed no abnormalities. Functional assessment of the device confirmed the reported complaint of the monofilament not advancing properly. A trend of this nature has been observed with this product line in the field, prompting a corrective action investigation. As a result of the investigation the following actions were implemented. (1) the bend test was updated, including testing to evaluate the force required to move the monofilament in the accu-pass devices providing a quantitative value in order to remove the human element in the acceptance or rejection of the parts. (2) the ultrasonic welder was re-qualified to include new parameters. A review of the complaint and manufacturing records was performed which confirmed the reported device lot in question was manufactured prior to these changes. Further investigation is not warranted at this time.